Manufacturer narrative:
The manual screwing of the healing screw was on that case probably to high ( >10 n.cm).the practitioner has neither respected the manual tightening protocol (< 10 n.cm) of the healing screw nor the single use of the product.

Event description:
The practitioner has placed the implant at a torque of 50 n.cm and has screwed one healing screw on the implant on (B)(6) 2017. Two months later, in order to place the prosthetic part, he tried to unscrew the healing screw without success. Trying to unscrew the healing screw, he finally broke his screwdriver. In these circumstances, it was impossible to unscrew and remove the healing screw without removing the implant. The implant has been returned with an healing screw ref. (B)(4) (ø6.0 h2.0). The lot number of the healing screw is unknown (not communicated by the practitioner). The implant has been placed in 36 position on (B)(6) 2017 and has been explanted on (B)(6) 2017.